Event description:
It was reported that an alert/notification settings issue occurred. The patient's wife reported that on (B)(6) 2025, the patient was not getting an alert/sound on the dexcom app that he was low. The patient felt no symptoms apart from being dizzy. No fingersticks were taken. By around 7:00 pm, the patient's wife stated that the patient suddenly passed out and she noticed that the app did not give any alert/sound that he was low. The patient has not made any changes to the settings of the app and it was not set to silent or vibrate. No treatment/medication was given to the patient and the wife called emt and they arrived at about 7:15 pm. The emt took a fingerstick which showed a bg of low (does not recall exact value). The cgm reading was also saying he was low. The patient did not sustain any physical injuries from passing out. The patient was given IV fluids which helped him gain consciousness. The app was still not giving an alert/sound. The patient was taken to the hospital. He could not recall what was the bg reading at the hospital. The app was still not giving an alert/sound. The patient was given IV (not sure of the content) and juice. The patient stayed at the hospital until (B)(6) 2025. At the time of the report, the patient was doing fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. In connection with the reported allegation, data found that estimated glucose values did not breach the low threshold of 70 mg/dl nor the urgent low threshold of 55 mg/dl on the alleged event date, (B)(6) 2025. Confirmation of an alert/notification settings issue was undetermined via data. The probable cause could not be determined via data.